Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub broke off the drain. The device was in place less than 24 hours and had to be replaced 3 times in 3 different days as a result of this malfunction. All 3 devices had the same lot number. No parts of the device remained in the patient.